Event description:
There was an intermittent problem with the cassette capture on this ophthalmic microsurgical unit and would have to power the unit down then back up again. There have been no pt problems.